Event description:
A report was received that the patient had a pocket revision due to inability to properly charge the ipg. The patient's ipg was relocated, and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.